Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out of range shock impedances. A new rv lead was implanted at the same procedure. Also the pacemaker was explanted at the same procedure with a normal battery depletion comment. The explanted rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.